Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is un known. It was reported that during a follow up visit, a CT scan revealed that the aneurx bifurcate had migrated distally, resulting in a type I endoleak. The cause of the migration is unknown. The patient was asymptomatic, but had not been compliant in follow up. The patient will be monitored.